Manufacturer narrative:
Device name- cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that while placing a central line in a patient, they encountered resistance while advancing the guidewire through the catheter. They weren¿t sure if the wire was being obstructed in the catheter or the patient, but when they tried to remove the wire, it caught again and began stretching. They then removed the guidewire and catheter together, and the procedure was completed with a different device. The reporter also checked the complaint device after the procedure and alleged that lumen of the catheter was abnormal and narrow, causing resistance for the guidewire. No part of the complaint device was left in the patient, and there were no injuries or additional procedures.